Event description:
The report stated that during a microwave percutaneous lung ablation, while the antenna was being positioned, the antenna was seen cracked when checking position with a CT. The antenna was inserted between the transverse process and the rib into the lung from the back. Since the lesion was harder than normal and against the vertebrae, repositioning the antenna was difficult. The antenna was retracted 2-3 cm and another CT was taken and it was bent at the proximal end of the radiating section. The dr decided to pull back 2 cm more and the antenna would not advance past the first 1 cm, he had put it in. Another CT showed that the radiating section had bent back toward itself and there was a bend at the entry point. The dr tried to take it out slowly but the antenna snapped. Another CT was taken and the radiating section had been left behind 1 cm below the skin. A small incision was made and the piece was retrieved using fluoroscopy.

Manufacturer narrative:
The IFU states: although the antenna is slightly flexible, using force to break through an obstruction may lead to breakage of the antenna feedpoint and possible injury to the pt. Do not apply excessive lateral or rotational force during insertion or extraction of the antenna. Doing so may lead to breakage at the antenna feedpoint and injury to the pt or user.